Event description:
It was reported that shortly following the implant procedure of this subcutaneous implantable cardioverter defibrillator (s-ICD) system, the patient developed an infection. The physician subsequently explanted the system to resolve the event and no additional adverse patient effects were reported. A replacement system was not implanted, and this s-ICD system is not expected to be returned for analysis.